Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected failed battery test. However the device was received with corroded battery tube. Minor scratched lcd window, cracked display window corners, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported that the insulin pump alarmed failed battery test. Troubleshooting was done. Customer's blood glucose was 140 mg/dl. It was found that the compartment was corroded. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further info provided.